Event description:
It was reported that during implant the lead perforated the rv apex which resulted in pericardial effusion. A pericardiocentesis was performed and lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.